Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for low, out of range hv lead impedance was noted. Upon interrogation in clinic, hv lead impedance was normal and the out of range measurements could not be reproduced with manipulation. Lead remains implanted and the patient will be continued to be monitored.